Event description:
It was reported when using the bd vacutainer® k3e 3.6mg plus blood collection tube there was a cocked shield and deformed stopper. The following information was provided by the initial reporter. The customer stated: "the shield was found to be cocked with the stopper deformed. Recapping could not be performed."

Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo were reviewed and the indicated failure mode for stopper cocked was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of stopper cocked was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper cocked. Bd was not able to identify a root cause for the indicated failure mode.